Event description:
Facility reports that the operating room requested a repair for the device, mini quick coupling. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history for the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter did not allege or identify any specific deficiency; it was observed during functional testing that the device will not secure cutter. Evidence suggests this is due to usage wear over time.